Event description:
A 6 mm diameter x 40 mm length bridge assurant biliary stent was selectd for implant in a pt for the treatment of 12 mm diameter subclavian vein. It is reported the physician requested a larger size stent, however, the 6 mm x 40 mm was used to complete the case. The balloon was inflated to 18 amt and ruptured. The stent was 7 - 7.5mm in diameter which is undersized compared to the vessel diameter. The stent migrated to the origin of the pulmonary artery. It was not recommended to attempt to retrieve the stent. The balloon was delivery system were not returned to medtronic. The pt is reported to be fine and was to be discharged on dual anti-platelet.